Event description:
Per the surgeon's report, the pt was explanted in 2007 due to a recurrent skin flap infection. The pt was not reimplanted. Surgery will be considered after the skin flap infection has resolved.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling. See scanned pages.